Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The reported condition could not be refuted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed on four sets of a prismaflex m150 drain bag during treatment. There was no patient injury, or medical intervention associated with this event. No additional information is available.